Event description:
The customer returned the product for "cassette not attached" alarm. During device evaluation, a defective downstream occlusion (dso) sensor and cracked seal was identified. There was no reported patient involvement, and harm.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The initial customer issue was confirmed by performing the downstream occlusion test where the device alarmed ¿cassette not attached properly¿. The root cause of the issue was bad/defective downstream occlusion (dso) sensor. Visual inspection found a cracked dso seal. The dso sensor and seal were replaced. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.